Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg settings were optimized for the patient. It was determined that the ipg was functioning appropriately.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead; implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a full syncope. The clinician requests to make the rate drop more aggressive. Various programmings were discussed. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.